Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responsive during investigation. The keypad cover was torn near the up arrow button and all the keypad buttons were responsive during the investigation. The pump cover was removed to find no contamination under the button contacts. Additionally, the pump was cracked between the case seal and the display lens.